Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc). For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure, the subject device was used. When the user inserted the basket into the patient's papilla, the distal tip of the basket fell. The distal tip was retrieved. There was no patient injury reported. No further information was provided. This is the report regarding the falling of the distal tip.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the guidewire near the tip region was bent for some reasons and that caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. The above device handling has warned in the instruction manual.